Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was provided. It shows a syringe with skewed scale printing. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine had a jam, then the syringe slipped inducing the skewed printing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9336339 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 20ml ll s/c 48 experienced scale marking issues which was noted during use. The following information was provided by the initial reporter: syringe scale was wrongly printed on the barrel.